Manufacturer narrative:
Findings: pump was received with broken battery cap, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a crack on the insulin pump both on the battery cap and in the pump itself. The customer's blood glucose level was 104 mg/dl. The customer was not involved in an accident. The customer was advised to discontinue the use of the insulin pump. The customer was adivised to return the insulin pump and it will be replaced.